Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's wife reported via phone call that the insulin pump's drive support cap and plastic casing popped off. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.